Event description:
It was reported to boston scientific corporation on (B)(6), 2018 that a flexiva 200 tractip laser fiber was used for a procedure in the kidney performed on (B)(6), 2018. Reportedly, the laser unit used was a quanta cyber ho 60w with fragmentation setting of 1.5 j and 12hz and dusting setting of 0.2 j and 50 hz. According to the complainant, it was near the end of the procedure, the physician noticed while lasering he had an entry and exit hole burned through the paper gown. The physician was protected by the scrub however it was wared up enough to kick off a pain signal. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Problem code 2532 captures the reportable event of misfire. Patient code 1757 - burn is used to capture the user burned injury to the physician. Investigation results: one flexiva 200 tractip laser fiber was returned broken into two pieces, confirming the complaint. The first piece measured approximately 97.1 cm from the connector to the break. The second piece measured approximately 222.3 cm from the break to the tip. Exposed glass portion of the distal tip measured approximately 0.3 cm and was consistent with a fracture. The remainder of the tip was not returned. Visual inspection of the returned fiber noted burn marks on the fiber jacketing, likely a result of the fiber break occurring during use, resulting in a misfire. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used for a procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a quanta cyber ho 60w with fragmentation setting of 1.5 j and 12hz and dusting setting of 0.2 j and 50 hz. According to the complainant, it was near the end of the procedure, the physician noticed while lasering he had an entry and exit hole burned through the paper gown. The physician was protected by the scrub however it was wared up enough to kick off a pain signal. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.